Event description:
It was reported that patient presented to the hospital after receiving a vibratory alert for high, out of range, atrial lead impedance. Upon review of trends, the impedance was stable, and in clinic the impedance measurement was normal. It is suspected that this was an erroneous measurement. Patient is good.